Event description:
A peritoneal dialysis (pd) patient reported that watch dog timer error occurred in power up as well as a fluid leak from the stay safe connector due to it coming undone during setup. In a follow up with the pd nurse, it was discovered that the leak took place during drain 2 of pd treatment. The patient went to the clinic the following day and was prescribed prophylactic antibiotics and cultures were taken. The nurse indicated that there was no growth with the cultures and there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was re-educated on assuring connections are secure during treatment. The cycler set was discarded and not available to return for analysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The carrier tracking number was verified and no information was found that the customer sent the sample. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.